Manufacturer narrative:
On june 18, 2021, the mentor failure analysis lab received two devices for evaluation. Right device: (B)(6). Left device:(B)(6). The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Note: it is still unspecified as to which implant is impacted. A manufacturing record evaluation was performed for the finished device 7653357 number, and no non-conformances were identified. Manufacturing date: nov/12/2018. Expiration date: nov/09/2023. A manufacturing record evaluation was performed for the finished device 7688138 number, and no non-conformances were identified. Manufacturing date: feb/08/2019. Expiration date: feb/07/2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned devices were completed by the failure analysis lab on july 12, 2021. Device evaluation summary: the products were returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluations, no apparent damages or visual anomalies were observed on the smooth mod + prof xtra 240cc returned devices. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 240cc mentor memorygel breast implant experienced capsular contracture baker grade iii on an unspecified side post procedure. As a result, patient has a planned explantation on (B)(6) 2021.